Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient did not experience any symptoms as a result of the event. As confirmed, there was no allegation towards the pump alarm function. The alarm was silenced by the physician and the following interrogation session the pump had not alarmed as it was silenced. The pump had not yet been replaced but expected to be returned upon explant.

Manufacturer narrative:
Pt. Identifier (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that as the patient didn¿t experience withdrawal after the pump stopped, the full system was removed on (B)(4) and the patient is well. It was reported that the physician confirmed he won¿t give additional information. Pump logs were provided and reviewed. The logs indicated that a motor stall occurred on (B)(4) 2018 at 20:31, a 'stopped pump may exceed tube set' message occurred on (B)(4) 2018 at 20:21, and motor stall recovery occurred on (B)(4) 2018 at 03:04, a motor stall occurred on (B)(4) 2018 at 20:44, a 'stopped pump may exceed tube set' message occurred on (B)(4) 2018 at 20:44, an active audible alarm was silenced on (B)(4) 2018 at 10:54, an empty pump alarm occurred on (B)(4) 2018 at 15:56, and the empty pump alarm was activated on (B)(4) 2018- at 08:29. The concentration for baclofen 2 000,0 ¿g/ml at 599,6 ¿g/jour via simple continuous dosing. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in france who received unknown baclofen at an unknown concentration and dose via an implantable pump. Other medications were reported as ¿relaye per os prescribed (lioresal)¿. The indication for use was not provided. It was reported that during normal use on (B)(6) 2018 the pump alarm started ringing/¿timing¿. "Timing" was clarified by the representative to mean pump set (stall). The patient their doctor and when interrogating the pump a ¿signal pump set¿ occurred. This was further described as a stalled pump. The doctor was assisted to troubleshoot in programming change by stopping the alarm and to try to restarting the pump. However, the message came back without alarm. This was clarified that the physician turned off the alarm at the previous session. During the new session, the pump set (stall) message appeared without audible alarm. The only message present upon interrogation was that the pump had stalled. There were no signs of underdose or overdose of the drugs according to the doctor. A prescription of oral medication made by the doctor in case and due to the risk of underdose or overdose. There was reported doubt of smooth operation (of the pump) and a pump replacement was advanced to next week, (B)(6), knowing that it was normally scheduled in five months. At the time of this report it was unknown if the issue was resolved. The patient¿s status was reported as alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Analysis also found in the fluid path, significant damage to the reservoir septum while implanted, the septum was not leaking. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.